Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have far r-wave over-sensing, which resulted in inappropriate automatic mode switch. Corrective programming changes were recommended but were not made. No patient consequences or symptoms were reported.

Manufacturer narrative:
Further information was requested but not received.